Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14458. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011183 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011183 was manufactured according to the work instruction (wi) version 120 and manufacturing in the line 01 on 16-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a02444 was manufactured according to the form-4905506 version 08 and manufactured in the machine itl01, on 15-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a02427 was manufactured according to the (B)(4) version 08 and manufactured in the machine itl01, on 18-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4.

Event description:
Reference number (B)(4) event occurred in portugal. It was reported that the patient faced four infusion set tubing detachment events (B)(6) 2025. The site of detachment was from connector. The infusion set was in use for less than two hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.